Event description:
This complaint is being reported due to the alleged pump temperature issue. Reportedly, the animas pump is warm to the touch. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. There was no damage found to the battery compartment or battery cap. The data from the date of the complaint is unavailable for review due to continued pump use. The pump history indicates that the pump was in use until (B)(6) 2011; the date of the reported event was (B)(6) 2011. Multiple "low battery" warnings were observed after the reported event date in the pump history. The pump was exercised for 24 hours with no evidence of overheating. There was no defect found on investigation; the complaint could not be confirmed or duplicated.